Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by our edwards affiliate in germany, during a transfemoral tavr procedure, difficulties were encountered during the advancement of a 29mm sapien 3 valve and commander delivery system. 'Major' resistance at the hemostatic valve was reported. Additional force was applied to advance the devices. The inner layer inner catheter of the delivery system 'broke' and became 'floppy' close to the esheath outside of the body. The valve, delivery system and sheath were removed without issue. A new valve, delivery system and sheath were prepared and successfully used for the procedure. No injury to the patient was reported. The valve remains implanted in the patient. At the time of the report, the patient was in stable condition. The devices were returned to edwards for evaluation. Pre-decontamination evaluation of the sheath revealed the distal tip was split.

Manufacturer narrative:
Corrected information: section h6 additional information: section h10 the esheath was returned to edwards lifesciences for evaluation. Due to the condition of the returned device (shaft fully expanded, tip opened), functional testing and dimensional analysis were not performed. Pre-decontamination evaluation of the sheath revealed the esheath liner was expanded and the tip was split. No visible damage to the sapien 3 valve or commander delivery system were observed. Following device decontamination, visual inspection revealed the sheath liner was fully expanded and the tip was opened. No abnormalities were observed on the shaft, liner or housing. The tip was split. Review of the provided 3mensio report revealed calcification present in the access vessels. Some regions of the vessel also appeared to be undersized (<6.0mm for the 16fr esheath). Device history review (DHR) review was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Lot history review revealed no other similar complaints. In this case, the complaint for 'resistance between system components - difficulty advancing through sheath' was unable to be confirmed while the complaint for 'sheath distal tip split' was confirmed through returned device evaluation. No manufacturing non-conformance was identified on the returned device. A review of the complaint history, lot history, and DHR showed no indication a manufacturing non-conformance contributed to the event. No IFU/training manual deficiencies were identified. As reported, 'difficulties were encountered to advance the commander delivery system with crimped valve through the esheath, major resistance was at hemostatic valve level after the crimped valve passed. The resistance was mainly extracorporeal and not related to patient vascular anatomy'. The returned delivery system had the crimped valve present on the proximal portion of the inflation balloon. The returned sheath showed no abnormalities along the shaft, liner, or housing. It is possible that the experienced 'extraporporeal' resistance that allegedly happened when pushing the valve through the loader/sheath housing occurred from improper valve crimping (location on the balloon and/or large profile) or improper loader insertion. If the valve is crimped distal to the crimp balloon, it can have a larger profile causing added interaction with the inner lumen of the loader. Additionally, if the loader is not fully inserted into the sheath housing, the crimped valve can interact with the housing components resulting in resistance. As the returned sheath was fully expanded, it is likely that the physician, despite the resistance experienced at the sheath hub, was able to introduce the delivery system through the entire sheath shaft prior to removal from the patient. If there were attempts to withdraw the delivery system with crimped valve back through the sheath tip, it is possible that crimped valve caught on the sheath tip, thereby splitting it. Additionally, the patient had calcification present in the access vessel; therefore, interaction of the tip with native calcification could cause it to split. Although a definite root cause could not be determined, available information suggests procedural factors (improper valve crimping, incomplete loader advancement) may have contributed to the reported resistance during the valve advancement through the sheath. In addition to procedural factors (interaction with crimped valve), patient factors (vessel calcification) may have contributed to the distal tip split. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.